Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate gauge was inaccurate after the customer filled the cartridge with 300 units of cold insulin. After the cartridge was reloaded, the fill estimate was accurate. Blood glucose was 134 mg/dl. Tandem technical support informed the customer that per labeling, room temperature insulin should be used to fill the cartridge. The customer acknowledged the information.